Manufacturer narrative:
Updated field: b4, d8, g3, g6, h2, h3, h6(type of investigation), h11. The product was returned with the membrane unfolded and blood found on the exterior of the catheter. One kink was observed on the catheter approximately 76.2 cm from the iab tip. The reported event of kink was confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
It was reported during insertion, the intra-aortic balloon (iab) catheter broke and kinked. After insertion, it was connected to the cs300 and operation started. Thinking that the sensor pressure was jagged and the tip was hitting the blood vessel wall, a wire made by another company was passed through to change its position, but the tip of the wire got stuck halfway through the catheter and could not be raised. As the sensor pressure was also jagged, it was replaced with a new iab and the problem was resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). This event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc sensation which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4) , which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).